Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that insulin was leaking at the luer lock connection. No adverse event was reported. The infusion set was requested to be returned for product evaluation.